Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. Pt diagnosed with large anaplastic cell lymphoma associated with breast implant, with cd30 positive and alk negative tumor markers in 2017. Pt passed away in 2017. Event occurred in (B)(6).